Manufacturer narrative:
The hfd100 skull clamp assembly has not yet been returned from the customer for evaluation. Once the device is received, it shall be evaluated and a follow-up report will be sent to FDA.

Event description:
On (B)(6) 2016, three neurosurgeons were performing a tumor resection on a (B)(6) boy. At one point in the procedure, the surgeons thought they felt the patient's head shift due to movement on the double-pin side of the hfd100 fixation device. The surgeons worked together to verify that all points were tight and secure on the hfd, then continued with the case. There was no injury or adverse effect to the patient. The procedure was completed successfully with a full resection.

Manufacturer narrative:
The initial adverse event report was submitted to FDA on 12/23/2016. Once the skull clamp in question was received, it was evaluated. The device history record was reviewed and no discrepancies were noted. A mechanical evaluation of the skull clamp was performed and the device was found to be operating within specifications. We were unable to verify the complaint. The fact that the three surgeons verified that all points on the hfd were tight and secure and there was no adverse effect to the patient supports a conclusion that there was no device malfunction.

Event description:
On (B)(6) 2016, three neurosurgeons were performing a tumor resection on a (B)(6) year old patient. At one point in the procedure, the surgeons thought they felt the patient's head shift due to movement on the double-pin side of the hfd100 head fixation device. The surgeons worked together to verify that all points were tight and secure on the hfd, then continued with the case. There was no injury or adverse effect to the patient. The procedure was completed successfully with a full resection. At the time that the original MDR was submitted (12/23/2016), the head fixation device had not been returned for evaluation. This follow-up report provides the results of evaluation of the returned hfd skull clamp.